Event description:
It was reported by service report that the breakaway head section would not lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Locking mechanism on the breakaway head section.